Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the infusion set's tubing was detached from the quick release when the patient disconnected it for taking shower. The site location was right side of patient's abdomen and the pump was in right pocket. Moreover, the infusion set was used for less than 24 hours. Reportedly, the infusion sets were not used in a place where they might have been exposed to extreme temperatures and humidity, nor was there any stress or pull on the tubing. The pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 188 mg/dl. Further, complaint investigation was performed on the returned used device (1 tubing), it was found that the tubing was detached because it was not properly assembled to the connector. No further information was available.